Manufacturer narrative:
H3: one cadd solis vip pump was returned with damaged lens and the separators glued in place. The event log was reviewed and there was evidence of system fault 41,622 occurred 1 0 0 3. A motor test was conducted and the reported "lec 41622" issue was confirmed. The cam flex circuit failed and will be replaced to resolve the issue.

Event description:
Information received a smiths medical cadd solis 2120 pump alarmed lec 41622 code. Event occurred during testing pump and no patient involvement.